Event description:
It was reported that the right ventricular (rv) pace sense impedance has been varying to high. Non sustained tachycardia episodes with noise were also reported. The lead was capped and replaced. It was also reported that the lead was oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and (B)(4) 2011. The weekly pace lead impedance trend data shows various spike increases for max rv pace equal to 472 to 2208 ohms peak between (B)(4) 2011 and (B)(4) 2011. There was oversensing with one ventricular nst (non-sustained tachycardia) equal to 190 ms on (B)(4) 2011.

Event description:
It was reported that the right ventricular (rv) pace sense impedance has been varying to high. Non sustained tachycardia episodes with noise were also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.